Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device-5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient received 1 unit of packed red blood cells (prbcs) due to presenting with anemia and a hemoglobin level of 7.4 g/dl. At the time of the event, the patient was on warfarin. During a routine clinic visit on (B)(6) 2017, the patient was found to be anemic and was re-hospitalized. Laboratory tests at the time of the admission revealed a hemoglobin level of 5.3 g/dl, hematocrit of 17.9 % and the inr was at 3.7. An upper endoscopy performed showed that a small hiatal hernia was present, along with a single small bleeding angiectasia in the gastric fundus. No arteriovenous malformations (avms) were found. A gastroentelogist consult confirmed gastrointestinal (gi) bleeding and 3 units of prbcs were administered during a 24 hour period. It was reported that the gi bleeding resolved on (B)(6) 2017 and the patient was discharged with a hemoglobin level of 8.1 g/dl. No further information was received.